Event description:
Alaris pump alarm sounded, alaris pump with all side units were off. System failure lit up. Unable to determine cause. Switched to a new pump. While dismantling one side of the pump, it was noted on the metal strips there were brown burnt areas. Pump smelled like it was burning.